Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the driver turned on by itself and continued to run on its own while the device was being tested prior to the start of a surgical procedure. This did not occur during the procedure, and there was no pt involvement. The originally planned procedure was completed successfully with another device.